Event description:
It was reported that the patient was seen and expressed that he didn t feel his vns stimulation. Patient has not felt stimulation for an entire week. Patient didn t recall any type of trauma. The physician did mention that the patient is not a very good historian. Patient also resides in a group home. Systems diagnostic test was performed and the lead impedance was greater than 9000 ohms. The physician sent patient for an x-ray and didn t visualize any abnormalities. He turned the output currents (normal/magnet) to zero. No known surgical intervention has occurred to date. No additional relevant information has occurred to date.

Event description:
It was reported that the patient's device was disabled and patient has elected to have the device removed because he feels it has not helped him as he continued to have seizures with vns. It was noted the patient is a non-responder to vns despite the high impedance. No known surgical intervention has occurred to date.

Event description:
It was later reported that the patient had a full system replacement due to the high impedance. Impedance value was within normal limits with the new devices. The explanted devices are not available for return to the manufacturer, indicating they have likely been discarded.

Event description:
The explanted, suspect lead was later received by the manufacturer and underwent product analysis. The alleged fractured lead condition was not confirmed in the lab. During functional analysis, continuity checks were performed on the returned lead portion, and no discontinuities were identified. There were abrasions in various locations, possibly caused by wear. The coils were stretched in some areas, which likely occurred during manipulation in the explant process. The condition of the returned lead is consistent with conditions that typically exist following an explant procedure. However, a significant portion of the lead assembly including the electrode array was not returned for analysis; so, evaluation and resulting commentary could not be made on those portions. Based on the findings in the pa lab, other than typical wear and explant related observations, no anomalies were identified on the returned lead portion.